Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to smelling a burning odor from the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging smelling a burning odor from the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In the initial report, section d5 was missed to captured, corrected in this report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 08, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging experiencing a thermal odor. Related to CPAP. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture using a known good power supply and power cable, manufacture verified the base unit provided airflow. Manufacture cobserved because of a complaint regarding a thermal event, additional testing was performed. Manufacture used a manufacture supplied known good humidifier base and heated tubing for the testing. The water tank was filled with water for the testing. Manufacturer an therapy for 2.5 hours with the temperature was taken every 15 minutes. The temperature was measured at the top of the dreamstation with a fluke non-contact visual ir thermometer. Manufacture cobserved there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is unknown debris in the tracks of the manufacture ui panel. Notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v.01) for the procedure used to make this determination.mineral spots consistent with water ingress were found on the motor casing. Water ingress has been previously addressed in inv1023. Manufacture confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v.01). The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.